Manufacturer narrative:
This report is being updated to provide investigation findings. New information is reported in h4, h6, and h10. Correction and preventative action (CAPA) investigation has been opened to further investigate this issue. This CAPA presumes the following mechanism in which this issue occurs: I) mucosa is sucked in distal cover when user operates suction while opening space at distal end is close to mucosal surface. When user withdraws device in this situation, mucosa would be cut by edge of distal cover. Ii) distal cover gets cracked on tear-off line due to improper attachment of distal cover to device. Mucosa would be caught in cracked cover when distal end is pressed on surface of mucosa in this situation, even if suction is not operated. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: important information ¿ please read before use: examples of inappropriate handling: applying suction with the distal end of the endoscope in prolonged contact with the mucosal surface, with higher suction pressure than required, or with prolonged suction time may cause bleeding and/or lesions. 3.5 attaching accessories to the endoscope: attaching the single use distal cover: never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges. The skill level of the physician performing the procedure: expert in performing ercp. The physician stated that he has used the tjf-q190v 8-10 times so far. Conclusion: the definitive cause of the reported event cannot be determined. It is possible this event may have been caused by ¿withdrawing the scope immediately after the user stopped operating suction¿ even though the user did not operate suction while withdrawing and the cover was not cracked.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the users experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This event has been reported by the importer on MDR# 2951238-2021-00339.

Event description:
It is reported during an endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenovideoscope, tissue became entrapped within the one time use cap and duodenoscope. The physician stated that he followed the olympus recommendation to avoid suctioning when withdrawing the scope. An upper endoscopy was performed immediately after completing the ercp as the tissue was noted immediately after the procedure. There was trauma to the stomach (fresh blood and clot) in the proximal corpus along the lesser curvature. Endoscopic hemostasis wasn't required. The patient does have pain after the procedure, though this is likely pain from her recent incisions related to her gallbladder surgery and drain. The patient was treated with a proton pump inhibitor to heal the erosions and scope trauma.